Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that vessel dissection occurred. A 3x24 promus element stent was used to cover the dissection. No further patient complications were reported.